Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 290 mg/dl (16.1 mmol/l) between 25 and 36 hours of wearing the pod. The reporter stated the patient experienced an infection at the pod infusion stie. There was no further information available for the reported event. The specific diagnosis and treatment were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria.